Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient/event as (B)(4).

Event description:
It was reported that the drain line of a homechoice cassette was missing the cap. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.